Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve was selected for an implant using a small flexnav delivery system. The patient did not have a horizontal aorta and there was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the first physician, at the time of release, applied ventricular pressure in the system, which made the portico valve to descend into the ventricle. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. The migrated device caused a severe perivalvular leak requiring a second valve in valve procedure with a 23mm portico valve. The leak stopped after successfully implantation of the second 23mm portico valve. There was no damage to the patient's health. Patient stable, no additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of migration of valve causing sever perivalvular leak was reported. It was also reported that at the time of release, ventricular pressure was applied in the system, which made the valve to descend into the ventricle. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.